Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose occurrence (382 mg/dl). The customer delivered a correction bolus with the pump. Troubleshooting with tandem technical support, the pump functioned as intended. The customer reported their blood glucose level was 174 (mg/dl) at the time of the call.